Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(4) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they have hypoglycemic unawareness and the patient started to feel dizzy and did not feel well. It was indicated that the cgm was displaying 61mg/dl; however, the dexcom did not alarm. Although the patient did not check their bg meter reading at the time of event, the patient stated that the incorrect readings was the cause of the event. Additionally, the patient indicated that the receiver was set to vibrate which is why they did not hear the alarm. The patient did not require medical attention and treatment for the low bg value is unknown. At the time of contact, the patient was feeling better. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.